Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as date of event is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. At an unknown timepoint post implant, a thrombus formed on top of the device. The patient remains on anticoagulation.